Event description:
Information received from the field does not address the patient's clinical status but notes that program strips showed that the device had reached end of life. A follow-up 13 months previous, the device showed having 31 months longevity remaining. The device was subsequently replaced.